Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. According to the reported information, the cause of the ventricular perforation was likely caused by the safari wire being pushed deeply into the apex when the delivery system was advancing and passing the ascending aorta over the aortic arch. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), during a transfemoral tavr for aortic position, left ventricular (lv) perforation occurred. After insertion of a commander delivery system, upon crossing the native valve, the blood pressure (bp) suddenly dropped. Transesophageal echo (tee) showed a lv perforation. An emergent thoracotomy was performed under cardiopulmonary bypass. A patch and graft was applied to resolve ventricular perforation. The chest was closed and a 20mm sapien 3 valve was deployed in the targeted position (10:0, aortic / ventricular position). The patient left the operating room under percutaneous cardiopulmonary support (pcps). However, the patient expired due to ¿cardiac rupture¿ the night of the procedure. The physician commented the cine image indicated a safari wire was pushed deeply into the apex when the delivery system was advancing and passing the ascending aorta over the aortic arch. It was thought the lv perforation occurred at this moment. Maintaining the wire during delivery system advancement might have been insufficient.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.